Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a4dr01 implantable pulse generator 2012 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that there was intermittent undersensing in the right ventricular lead. Programming changes were recommended. The lead remains in use. No patient complications have been reported as a result of the event.